Manufacturer narrative:
The system history shows that the laser was verified successfully prior the date of treatment. The technical investigation shows that the device meets the specifications. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The surgeon reported a radial tear in a patient's right eye post laser assisted cataract procedure. The surgeon observed the patient's eye under the microscope and noted there was a radial tear. The reporter confirmed no trauma had occurred prior to the surgery. The surgeon continued with the cataract procedure. The bag was intact and did not go posterior. The lens was nasally decentered yet centered in the bag. The patient was seen one day post operative and edema was observed in right eye. By the second day post operative the edema had resolved. During the follow up appointment the surgeon noted a small amount of vitreous in the anterior chamber with minimum refractive error. The lens is stable and slightly nasal. No secondary treatment will be performed. No further information is expected.